Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent near the exit site from the non-engaged safety mechanism. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use the bend in the needle shaft was sufficiently severe to prevent activation of the safety mechanism. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of asbws0181 showed one other similar product complaints from this lot number.

Event description:
The needle is slanting. (B)(6) 2019 returned sample showed usage residue with the needle bent enough to prevent activation of the safety mechanism.